Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and provided onsite support. The fse found air in hose #6, air in degasser water line and a squeaky sample syringe. The fse replaced multiple hardware parts that included tubing, degasser, ise data board, sample probe, s syringe, and tubing to resolve the issue. Section a2, a3, a4 and a5: the information was not provided by the customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining erroneously low sodium (na) patient results generated on their dxc 700 au clinical chemistry analyzer (pn 60377051, sn (B)(6). There were no erroneously low na patient results released outside of the laboratory. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.